Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45, implantable pacing lead, (B)(6) 1998; sedr01, implantable pulse generator (ipg), (B)(6) 2012. (B)(4).

Event description:
It was reported that right ventricular lead had low impedance triggering a lead warning. The lead remains in use. No patient complications have been reported as a result of this event.